Manufacturer narrative:
(B)(4). Medical product: partial articular surface, p/n: 42518200911, l/n: 63442413; partial femur cemented, p/n: 42558000601, l/n: 63532898. Partial tibial cemented, p/n: 42538000901, l/n: 63556352. Reported event was confirmed by review of x-rays and op-notes. X-ray review by third party hcp states that x-rays demonstrates medial compartment hemiarthroplasty of the left knee without radiolucency or evidence of subsidence. There is a moderate joint effusion. Of note, on the sunrise view, there is a large cortical defect along the lateral patellar facet, which is of uncertain etiology but not seen within the right knee. Office notes states that patient had severe pain and stiffness . Patient had effusion and underwent aspiration and was tested negative for infection. Patient was treated with steroid injections. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported under 001822565-2019-01157. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03951, 0001825034-2019-03953, 0001825034-2019-03954. Product location is unknown.

Event description:
It was reported patient has continued severe pain due to onset of bloody effusions approximately one year post implantation. The patient is experiencing serve pain. The patient had an aspiration of the left knee which was negative for infection and was given a steroid injection. It is indicated that the patient may undergo an unknown arthroscopy procedure on an unknown date; however, no procedure has been reported to date. No additional patient consequences were reported.